Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter indicated that the pump would make a sound as if it were alarming and the pump would be on the verify screen as if the pump had rebooted itself. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no damage found to the battery or battery compartment. The battery cap was able to attach securely to the pump. The pump powers on normal with no alarms. The pump was exercised for 24 hours with no power issues or alarms occurring. The battery cap contact height and width were found to be in. The pump was opened and no damage was found to power circuit.